Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that periods of undersensing were noted during episodes of atrial tachycardia/atrial fibrillation. The p-waves were noted to be small. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.